Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and was assisted by an agent to pair a libre 3 plus sensor that was in warmup mode after the user had not used the ilet for approximately two weeks. Symptoms included elevated blood glucose. Outcomes included no alerts or alarms and no need for medical facility care. Investigation included technical support review and user education on device operation. Investigation of this case revealed no device malfunction and that use conditions were a plausible contributor. It was concluded that the event was related to use conditions with cause unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.